Manufacturer narrative:
Ins model 37612, serial # (B)(4), implanted: 2011-(B)(6), explanted; unknown, adaptor model 64001, serial # (B)(4), implanted: 2011-(B)(6), explanted: unknown, adaptor model 64001, serial # (B)(4) , implanted: 2011-(B)(6), explanted: unknown, extension model 7482a51, serial # (B)(4), implanted: 2007-(B)(6), explanted: unknown, electrode spacer model 3387ies, serial # (B)(4), implanted: 2007-(B)(6), explanted: unknown.

Event description:
It was reported that the implantable neurostimulator is turning off on its own. Additional information has been requested, but was not available as of the date of this report. See manufacturer's report #3004209178-2011-09941.

Event description:
Additional information. The device was turned off because it was overdischarged. The patient understood the device needed to be recharged on a regular basis, and the reporter was not aware of any further issues.